Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure oversensing of noise was seen on the right atrial (ra) channel. The noise was able to be reproduced. Further evaluation noted an issue with the ra setscrew on the device. Subsequently the device was attempted and not implanted. The ra lead was left implanted in the patient with the new device since all lead measurements were within normal limits. No adverse patient effects were reported.